Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown if the customer was using the cable and adapter supplied by adc for use with the device. There was no report of death, serious injury, or mistreatment associated with this event.